Event description:
It was reported that the connection between the sensor and the line on the patient's side became broken when customer was making sure the connection was tight enough. It was further stated that the customer did not give strong pressure to the connection. No patient complications were reported.

Manufacturer narrative:
Device not returned.